Event description:
It was reported that the patient with this advance sling experienced incontinence. The sling was explanted and replaced with an artificial urinary sphincter (aus). There were no further patient complications.